Event description:
The pt received an scs system consisting of an ipg, surgical lead, and two extensions on (B)(6) 2008 for cervical pain (off-label) and bilateral shoulder to hand pain. It was reported that the patient lost stimulation. Diagnostic tests revealed normal impedance measurements, and the pt did not feel stimulation at maximum amplitude (20 ma). An x-ray showed that the connections were intact. The pt is scheduling an appointment with his physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.